Event description:
It was reported that this inflatable penile prosthesis stopped performing as expected. The patient underwent a revision surgery and a leak in one of the cylinders was identified. The device was removed and replaced with a malleable prosthesis. There were no reported patient complications.

Manufacturer narrative:
B3 approximated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and had a hole in the proximal end of the cylinder from sharp instrument. Both cylinders did not pass the leakage testing. The pump did not pass activation tests. Based on the information available and analysis results, the activation problem identified in the pump could have caused or contributed to the reported clinical observation of mechanical problem. The reported fluid leak was not confirmed as the identified holes occurred upon removing the device.

Event description:
It was reported that this inflatable penile prosthesis stopped performing as expected. The patient underwent a revision surgery and a leak in one of the cylinders was identified. The device was removed and replaced with a malleable prosthesis. There were no reported patient complications.